Event description:
It was reported that the patient had a driveline infection positive for serratia marcescens on (B)(6) 2025. The patient remained on suppressive intravenous (IV) antibiotics.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.